Manufacturer narrative:
The permanent cautery hook instrument has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. System log investigation: a review of the instrument log for the permanent cautery hook instrument (part number: 470183-12, lot number: n11170624-009) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk1524. The alleged event occurred on the 8th use of the instrument. The instrument was used for 8 minutes. This complaint is reportable due to the following: the permanent cautery hook instrument is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument exhibited arcing and smoking with no evidence or claim of user mishandling or misuse and no indication that the product was not being used as intended. There was no report of patient harm, injury or adverse outcome due to the event. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument exhibited arcing and smoking. The customer used a backup instrument. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.